Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was visited to emergency room and admitted into hospital due to hyperglycemia, on unknown date with blood glucose level was 672 mg/dl at time of incident and treated with intravenous fluids and insulin at hospital. Customer stated that they felt very tired and lethargic. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with manual injection throughout the day and it would not come down. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer declined to troubleshooting for high blood glucose. The customer stated that the insulin pump and alleged that it was not working and blood glucose kept getting higher and higher. Customer also stated that the cannula was bent. The devices will not be returned for analysis.